Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe unit was inserted into the patient during an arthroscopy procedure and the end of the probe fell off. It was further reported that the piece was successfully recovered and no wash out was necessary. A replacement unit was used to complete the procedure.

Event description:
It was reported that the probe unit was inserted into the patient during an arthroscopy procedure and the end of the probe fell off. It was further reported that the piece was successfully recovered and no wash out was necessary. A replacement unit was used to complete the procedure.

Manufacturer narrative:
The product was not physically returned for investigation. However, based on the pictures provided, we can consider the reported failure mode confirmed. In the pictures it could be observed that the unit has the ceramic detached from the lumen. The device history record of the lot number reported by the company representative was reviewed. There were no discrepancies observed that could contribute to this condition. Probable root causes for the reported condition can be associated, but not limited to: non conforming component, poor assembly process, misuse. In conclusion, as the product was not returned for evaluation, the root causes are not determined. However, non-conforming components and poor assembly process are ruled out as possible contributors of the reported failure. A probable deviation from the user instructions during surgery may have resulted in the reported condition due to aggressive use. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.